Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the catheter was visually inspected which noted that the guidewire lumen was not adhered to the tip of the spline array. When the catheter was dissected, an excess of flush lumen was noted. The reported event was confirmed.

Event description:
Reportable based on returned device analysis completed on (B)(6) 2024. It was reported that a failure to deploy the catheter occurred. During a de novo pulmonary vein isolation (pvi) procedure, a 31mm farawave catheter was selected for use. Before ablation, issues were identified with the farawave deployment mechanism as it was not possible to deploy the catheter into a flower or basket position. The issue occurred before the first ablation of the left superior pulmonary vein (lspv). To solve the issue the catheter was replaced, and the procedure was completed without patient complications. The farawave catheter was returned for analysis. However, the returned device analysis revealed guidewire lumen detachment from the tip of the spline cage, resulting in the reported inability to deploy the catheter.